Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Gtin/UDI number for item 10010454, lot 16097817 is (B)(4).

Event description:
The customer reported that a set leaked at a connection to the filter during a chemo infusion. No harm to clinician or patient was reported, and no other details are available.